Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 97 mg/dl. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Insulin pump was received with corroded battery tube and faded serial number label.